Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a device used for oblique lateral interbody fusion spinal therapy to s1 level. It was reported that the instrument was broken. There was no patient involved.

Manufacturer narrative:
G2: country of origin is korea h3: product analysis (B)(4), product: 3499001, lot: em16b008 visual and microscopic examination identified that the knob of the inserter has broken due to excessive force placed on the instrument during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.